Event description:
Product was purchased to replace contact solution that had been used up. In 2008, contacts were removed from contact case with old solution. Case was emptied and cleaned with new solution. Contacts were also cleaned with new solution, then placed back into case and stored with new solution. In the next day at 1:00pm, contacts were removed and placed into eyes and an itching sensation began. Approximately 1-1/2 hours later, slight sensitivity to light began and eyes became somewhat red. Contacts were removed, cleaned and replaced. Within a 1/2 hour, eyes began to burn. Contacts were removed and eyelids swelled up and extreme sensitivity to light began. Unable to see in bright light. Went to eye doctor, who diagnosed chemical burns to corneas. Dose or amount: 3+ drops to clean/store. Frequency: as needed. Route: ophthalmic. Dates of use: 2008. Diagnosis or reason for use: to clean & store contacts. Event abated after use stopped or dose reduced: yes.